Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient was hospitalized on (B)(6) 2018 due to fluid overload and shortness of breath. (B)(6) stated that the patient catheter had malfunctioned and had to be re-adjusted. The pdrn that the patient has since transitioned to in-center hemodialysis treatment and completing hd treatment successfully. Catheter manufacturer is unknown since the additional information was not provided. Additional patient information was requested; however not provided. Additional medical records have been requested.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient was hospitalized on (B)(6) 2018 due to fluid overload and shortness of breath. (B)(6) stated that the patient catheter had malfunctioned and had to be re-adjusted. The pdrn that the patient has since transitioned to in-center hemodialysis treatment and completing hd treatment successfully. Catheter manufacturer is unknown since the additional information was not provided. Additional patient information was requested; however not provided. Additional medical records have been requested.